Event description:
It was reported that a patient underwent an umbilical hernia repair procedure on (B)(6) 2024 and mesh was used. After placement, the top layer of the mesh, which sits close to the skin layer, appeared to have lifted. The surgeon continued the surgery without delay. The mesh was used and the procedure was successfully completed. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - were there any adverse patient consequences? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: 1.how is the patient doing post-op? Are they following the normal clinical path? This pt returned to theatre a few days later for emergency surgery. The mesh appeared brittle and had ¿split¿. 2. Was there any additional medical or surgical intervention? As above, reoperation required. Standard prolene mesh was used for second operation. Successfully. 3. Was there any change in the patient¿s post-operative care due to the reported event? They had to return to surgery.